Event description:
The event involved a bear 33 ventilator. The circuit disconnected from the tracheostomy tube. There was a delay in the activation of the system's alarm. Internal and external testing laboratories could not reproduce the error. The theory for error is related to cough or seizure by pt and secretions in tubing creating masked pressures so that the alarm did not activate.